Manufacturer narrative:
There was no unexpected motor error alarms noted during testing. The pump passed self-test, off no power test, unexpected error test, displacement test and rewind test. The operating currents were in spec. The motor was tested outside of the pump and passed. The compromised force sensor system alarmed during basic occlusion test due to severe moisture damage on force sensor resistor. There were minor scratches on lcd window, cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 205mg/dl. The customer states insulin is squirting out during manual prime. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.